Event description:
It was reported that the bd ultra-fine¿ needle stopper was deformed. The following information was provided by the initial reporter: "complaint: malformed plunger in barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned (4) 1ml bd insulin syringes from lot# 1228802. The customer reported a malformed plunger in barrel. The samples were examined, and it was observed that 1 syringe featured a disfigured stopper within the barrel that prevented movement of the plunger rod assembly. The remaining 3 syringes did not exhibit plunger rod damage and featured plunger rod assemblies that were able to move within the barrel properly. A review of the device history record was completed for batch # 1228802. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. No root cause has been identified. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle stopper was deformed. The following information was provided by the initial reporter: "complaint: malformed plunger in barrel."